Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was failing to save images. There is no report of pt injury associated with this event.